Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and noise. The noise was reproduced during the in clinic follow-up for both unipolar and bipolar sensing configuration. A lead impairment is suspected. The physician will continue to monitor lead. No adverse patient effects were reported.